Manufacturer narrative:
The subject device was returned to an olympus repair center and evaluated. The device evaluation found the error log containing multiple instances of error e433 and error e460. It was found that the errors were due to a defective generator board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility returned the olympus device, hf unit esg-400, to the olympus. Upon inspection and testing of the returned device, it was observed an error e433. There were no reports of patient harm.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Event description:
There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction is being made to previously submitted g3 - date received by manufacturer. The correct date was 12/08/2023. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, the error message could be confirmed by corresponding entries in the error log. As the error was only found in the logs and not reproduced, it can be assumed to have a temporary fault and therefore not caused by the generator board as previously suggested. It is likely the event occurred due to one of the following: 1. Disturbance of the esg-400 due to interspersed electromagnetic interference fields (temporary error). 2. The user actuates the foot switch while the device is booting (temporary error caused by the user's action). 3. Defective foot switch due to short circuit in the plug (temporary error). This case was addressed by CAPA 147p-017, implemented on 30.03.2015. 4. Defective footswitch due to defective reed contact (temporary fault). 5. A defective cable connection between hvps board and generator board (temporary or permanent fault). 6. A defective cable connection for the output signal between the generator board and the relay board (temporary or permanent error). Olympus will continue to monitor field performance for this device.